Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected into 5 segments. All parts were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The visual inspection revealed severe explantation damages, such as a damaged fixation helix and a stretched rv shock coil were found. The morphology of these damages clearly indicates that they were caused by mechanical forces, applied during surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 57 months, impedance values up to 1600 ohm were reported. The lead was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported.